Manufacturer narrative:
Device passed self test and displacement test. Software error detected noted in the formatted history file, problem isolated to the electronic assembly. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low and the insulin pump had software error. The customer¿s blood glucose level was 47 mg/dl at the time of the incident. The customer reported that there were issue with insulin pump. The customer stated was changing infusion set, pump rewound, then restarted, then received software error. The customer declined troubleshooting for low blood glucose. The insulin pump will be returned for analysis.